Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump made a loud clicking sound during the bolus procedure. The blood glucose reading was 562 mg/dl. The customer stated that the device did push insulin out, but her blood glucose levels still elevated when she tried to make corrections. She also noted that she presented the issue to her endocrinologist, who advised her that she would need to replace the device. The customer confirmed that the noise sounded like it was coming from the motor. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Operating currents are within specification. No unexpected low battery alarms noted. Unable to prime insulin pump during prime/a33 test due to faulty force sensor resistor. No unexpected motor noise noted during bolus delivery, however, an unexpected motor noise anomaly was noted during the rewind due to faulty motor. Cracked case at display window corners and battery tube threads noted.